Event description:
Customer reported v series monitor was falsely reading v tach. This occured after a pacemaker was inserted, post a patient code. No patient injury was reported.

Manufacturer narrative:
The customer was assisted in modifying system settings, which resolved the issue.